Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A certain® low profile one-piece abutment 4.1mm(d) x 1mm(h) (ilpc441u) was not returned. Since product has not been returned,visual/functional evaluationcould not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per.pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of the device usage is unknown.pictures or x-ray images were not provided. Documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f ¿ october 2019 information identified: warnings precautions potential adverse events. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (ilpc441u) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. April post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.'

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). H10: additional narrative: a certain® low profile one-piece abutment 4.1mm(d) x 1mm(h) (ilpc441u) was returned for investigation, see attached. Visual evaluation of the as returned product identified a fracture. No pre-existing conditions were noted on the per. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of the device usage is unknown.pictures or x-ray images were not provided. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (ilpc441u) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. May post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirm.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Catalog and lot number unknown / not provided. Last name unknown / not provided.

Event description:
It was reported that the low profile abutment fractured by the threaded part. Implant is in good conditions.